Event description:
It was reported to tyco/kendall healthcare that a customer had an issue with a sharps container. The customer reports "an insulin needle was discarded into the sharps container and the needle poked through the container and an employee received a contaminated needle stick."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.